Manufacturer narrative:
Initial reporter local telephone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a false positive result while using the architect total b-hcg reagent on the architect i2000sr analyzer. The customer indicated that a (B)(6) year old patient had abnormal uterine bleeding. The customer provided the following results (miu/ml): initial 46.74, retest on a second analyzer: <1.2, retest on a third analyzer: <1.2 (negative) there was no impact to patient management reported.

Manufacturer narrative:
On 08/03/2017 data was provided for a second patient and has been documented. Evaluation: further investigation of the customer issue included a review of the complaint data, a review of service history, a search for similar complaints, and a review of labeling. Return sample material was not available. Review of the instrument service history did not identify any other issues that may have contributed to the current tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
Information was provided for a second patient: tested on (B)(6) 2017: initial hcg test result was 105.75 miu/ml, retested <1.2 miu/ml. Serum was normal; there was no hemolysis, lipemia in the specimen.